Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
Per (B)(6) database: the reported fault indicates a possible system shutdown. It was not stated whether this failure occurred during patient use. The biomedical technician corrected the reported fault, and there was no patient injury reported.